Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a image and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and seven days post a port placement in the right side of chest wall via the right internal jugular vein, the port allegedly could not draw any return blood. It was further reported that the catheter was allegedly found to be broken after taking a radiograph. Furthermore, the broken portion of the catheter had allegedly migrated into the patient's pulmonary artery. Reportedly, the broken catheter was removed through the interventional unit, and the remaining subcutaneous catheter was removed with the port seat and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image and photos were provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and seven days post a port placement in the right side of chest wall via the right internal jugular vein, the port allegedly could not draw any return blood. It was further reported that the catheter was allegedly found to be broken after taking a radiograph. Furthermore, the broken portion of the catheter had allegedly migrated into the patient's pulmonary artery. Reportedly, the broken catheter was removed through the interventional unit, and the remaining subcutaneous catheter was removed with the port seat and replaced with a new port. The current status of the patient is unknown.

Event description:
It was reported that sometime post port placement procedure in the right side of chest wall via the right internal jugular vein, the catheter was allegedly found to be broken. It was further reported that broken segment migrated to pulmonary artery. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a catheter in two segments was received for evaluation. Gross, microscopic, visual, tactile and functional testing were performed. A complete compound break was noted on the distal end of the attached catheter. The edges were noted to be uneven. The surface was noted to be granular throughout. A complete compound break was noted on the proximal end of the distal catheter segment. The edges were noted to be uneven. The surface was noted to be granular throughout. A complete circumferential break was noted on the distal end of the distal catheter segment. The edges were noted to be uneven. The surface was noted to be glossy with striations throughout. The port and catheter were patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Three electronic photos were provided for review. One x-ray image was provided for review. The image shows the distal segment of catheter is noted in a branch of the right pulmonary artery. Therefore, the investigation is confirmed for the reported suction issue, fracture, material separation and migration issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.